Event description:
A user facility¿s registered nurse (rn) reported that a fresenius bloodline leaked at the heparin junction at the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm, but is not expected to. A fresenius dialyzer was also in use. Th leak was noted to be due to a slit at the heparin line junction. The patient¿s estimated blood loss (ebl) was approximately 5ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. As the complaint product sample was being disinfected and prepared for analysis, it was found a leak on the conjunction between the pump tubing and the red ¿t¿ connector. After further inspection, no other problems were found. The complaint product sample was visually inspected and a small hole on the pump tubing at the edge of where it meets with the red ¿t¿ connector was found. Also, it was observed that it could be caused by the excess of solvent applied on the red ¿t¿ connector since there was remaining foreign matter inside the assembly. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, the reported event was confirmed.

Event description:
A user facility¿s registered nurse (rn) reported that a fresenius bloodline leaked at the heparin junction at the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm, but is not expected to. A fresenius dialyzer was also in use. Th leak was noted to be due to a slit at the heparin line junction. The patient¿s estimated blood loss (ebl) was approximately 5ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.